Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ IV catheter there was an issue with broken catheter. There was no report of injury or medical intervention.

Manufacturer narrative:
Our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis. Device history record and quality notifications for the claimed lot were reviewed and no objective evidence of this issue was found during the analysis. It was not possible to verify this complaint as being generated by manufacturing process.

Event description:
It was reported with the use of the bd insyte IV catheter there was an issue with broken catheter. There was no report of injury or medical intervention.